Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was caused by the burning out of the emergency lamp due to the aging deterioration because eleven years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) found that the reported emergency lamp indicator blinking, and also found that the emergency lamp was burnt, and the subject device gave alarm when starting up. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device, it was found that the emergency lamp had failure. The user facility replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. Olympus china found that the reported emergency lamp had failure was not duplicated, and found that the emergency lamp indicator on the front panel blinked, during the incoming inspection of the subject device for repair. There was no report of patient injury associated with this event.